Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. On (B)(6) 2016, a procedure was performed under general anesthesia to expose the implant, and a new abutment was placed. The implanted device remains.